Event description:
It was reported that balloon rupture occurred. The moderately stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon rupture at 10atm upon fourth dilation for 5 seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition was good.